Manufacturer narrative:
(B)(4). The patient was referred for further evaluation and possible lead extraction. Records indicate this lead and device remain in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise which was oversensed and resulted in inappropriate atrial tachy response (atr). High out of range ra pacing impedance measurements were also noted. No adverse patient effects were reported.